Manufacturer narrative:
The device has not returned for evaluation. No photographs were provided; therefore, the complaint cannot be confirmed. The identifying lot number was not provided; therefore, a review of device history records cannot be performed. Based on the information provided, the root cause cannot be determined. If the device and/or additional information is supplied, a supplemental report will be submitted.

Event description:
It was reported that the tip broke off of the driver.